Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). It was reported that during surgery the tube bloated, but did not burst. All med watch submissions related to this report are: 9610612-2017-00535, 9610612-2017-00359, 9610612-2017-00383, 9610612-2017-00391.

Manufacturer narrative:
A detailed failure analysis could not take place. The hose burst approximately 10cm from the motor. Functionally, the motor, air plug and hose are in order. At the fractured positions, no mechanical damages (bruises, cuts) can be found. However, fragments are missing. A complete reconstruction is not possible. The device history files for the above mentioned lot numbers have been checked and found to be according to the specification valid at the time of production. There is no indication for a manufacturing failure. Conclusion and root cause: the mentioned failure is most likely user related. No CAPA is necessary.